Event description:
Allergic reactions [hypersensitivity]. Anaphylactic shock [anaphylactic shock]. Facial, lip, eye palsy [viith nerve paralysis]. Disfigurement [deformity]. Retina vascular occlusion [retinal vascular occlusion]. Case description: literature report was received on (B)(6) 2011 from a physician regarding multiple patients (birth date, onset age, age group, and sex were not provided). This report is from a literature article titled "facial soft-tissue fillers conference: assessing the state of the science." Journal of the american academy of dermatology, 2011, volume 64; pages s66-s85. Hylaform and captique were two of the several hyaluronic acid fillers discussed in the article. Adverse reactions discussed included facial, lip, and eye palsy; disfigurement; retina vascular occlusion, severe allergic reactions and anaphylactic shock. The relationship between hylaform and the events was not provided by the reporting physician. Manufacturer's comment: the benefit-risk relationship of hylaform is not affected by this report.

Manufacturer narrative:
Journal: j am acad dermatol. Author: hanke c, rohrich r, busso m, carruthers a, carruthers j, fagien s. Title: facial soft-tissue fillers conference: assessing the state of the science. Volume: 64(4). Year: 2011. Pages: s66-85.